Event description:
Customer has alleged that lancet does not retract after firing, is protruding from the end cap of the lancing device. No adverse event reported. A request was made for the return of the product, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.